Event description:
Info received indicates the valve was abandoned at implant when the surgeon had difficulty with the sewing ring. The valve was intra-operatively replaced with no consequence reported for the pt.